Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 4. The ultrafiltration (uf) volume was 1263 ml. The programmed fill volume was 2000ml. This information gave a drain volume of 3263ml, which meets iipv criteria. On (B)(6) 2010, product surveillance followed up with the homepatient's (hp)'s nurse and the nurse stated that the hp expired. The date of death was (B)(6) 2010. No further information was provided.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). The customer discontinued use of the device for automated peritoneal dialysis therapy and returned it to the (B)(4) facility. Additional information was received from global pharmacovigilance that the patient discontinued pd therapy and switched to hemodialysis. The reason for the discontinuation of pd therapy was unknown. On (B)(6) 2010, the patient was admitted to the hospital for nausea and vomiting. The patient was on hemodialysis at the time of his admission to the hospital. The tests and treatments the patient received during his hospital stay were unknown. On (B)(6) 2010, the patient died while still in the hospital. The details of the patient's condition prior to his death and the cause of death were unknown. The nurse did not believe pd therapy had anything to do with the patient's death since the patient was not even on pd at the time of his death. The patient death was assessed and determined to be clinically improbable that the iipv event occurring over one month prior to the patient's demise was causally related. The device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The assignable cause of the iipv was determined to be: insufficient drain, false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (at 75%). The current labeling for the patient at-home guide was found to be sufficient. The service history was reviewed and the device has not been previously returned for any issues related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).